Event description:
It was reported that during service conducted at the manufacturer a broken pin was found inside the pin collet. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: the quality investigation is complete.